Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced an infection at the site of the surgical wound as there were signs including pus, swelling, and redness. The patient had a history of diabetes and has experienced regular infections. The aus device had never been activated because the infection presented almost immediately. A surgical procedure was performed in (B)(6) 2025 during which the device was explanted, and after a six month wait a new aus was reimplanted in (B)(6) 2026. The patient was put on course of antibiotics to help clear the infection. There were no device issues, and no additional information was provided.

Manufacturer narrative:
Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100701067 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404131 serial number: n/a batch/lot number: 1100592527 model/catalog description: belt cuff fgs 4.5 cm iz unique identifier (UDI) #: (B)(4).